Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator (ICD). Upon device interrogation an unspecified error message occurred prior to procedure. The device was not used for implant. The patient was stable.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The reported complaint of unexpected error was not confirmed. The device was received in normal range of operation and no error massages were noted during device interrogation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including defibrillation, pacer lead impedance and sensing tests, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.